Manufacturer narrative:
Batch review performed on 14 november 2019: lot 147040: 80 items manufactured and released on 03-feb-2015. Expiration date: 2019-dec-31. No anomalies found related to the problem. To date, 80 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0026l femoral component sphere cemented # 6+ l (k140826) lot. 147694. Batch review performed on 03 december 2019: lot 147694: 24 items manufactured and released on 17-mar-2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director. 4 years after primary cemented tka both components are found loose and replaced. We only have one pre-revision radiograph that shows both components at an angle that we cannot fully understand, also because long leg xrays are not available, but that looks difficult to understand. We cannot tell whether this position is the result of a migration or whether it was chosen at surgery; in the latter case, we do not know why. Therefore, it is very likely that the cause for revision is component position, but we do not know what led to this position. It is hardly a case that could be attributed to a faulty device.

Event description:
About 4 years after primary the surgeon revised the patient knee for femoral and tibial implants loosening. The surgery was completed successfully, a hinge system was implanted.